Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and severely calcified coronary artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts. Upon removal, the stent struts were found to be damaged. The physician prepped the vessel with a nc balloon and completed the procedure by deploying three non-bsc stents. No patient complications were reported.